Event description:
It was reported to medtronic minimed that the customer experienced no com pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. Mmt-1885 was requested and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The customer¿s report that he/she was unable to pair pump with transmitter was not confirmed during testing. According to the adapt tool, pump error 53 (filenumber = 709, linenumber = 1216) is due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.